Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys hbsag gen. 2 immunoassay on a cobas 8000 e 801 module. The sample was tested twice on the e 801 analyzer and each time, the (B)(6) result was (B)(6). No specific results were provided. The results were reported to the medical doctor in charge and he did not trust the results. The reporter stated that the patient sample was tested on a roche cobas 6800 or on a 8800 and the (B)(6) pcr result was (B)(6). The reporter stated that the patient sample was analyzed on a cobas 8800 and the (B)(6) dna pcr result was a weak (B)(6). The serial number of the e 801 analyzer is (B)(4).

Manufacturer narrative:
Na.

Manufacturer narrative:
The reporter stated they received discrepant elecsys hbsag gen. 2 immunoassay results for a sample from a second patient tested on the e 801 analyzer. The results from this sample were reported to the medical doctor in charge and the local health authority. The patient is a 95 year old male. The patient has a gpt result of 16 u/l (normal = < 50 u/l). On (B)(6) 2022, the sample from the second patient resulted in a hbsag value of 0.420 coi (negative) when tested on the e 801 analyzer. The sample was tested a second time on the e 801 analyzer and the first result could be duplicated (no specific values were provided). This sample was tested using hbsag reagent lot: 55936501 with an expiration date of april 2022. Medwatch field d4. Has been updated. The sample from the second patient was tested with a hep-dna-pcr method and the result was weakly positive at 10 iu/ml (60k/ml). The sample was tested a second time with the hep-dna-pcr method and the first result could be duplicated (no specific values were provided).

Manufacturer narrative:
A sample from the patient was provided for investigation and the non-reactive hbsag results could be reproduced. The sample was also tested on an abbott architect system and the result from this analyzer was also negative for hbsag. The investigation is ongoing.

Manufacturer narrative:
Further investigations of the first patient sample determined that no hbv-dna could be detected in the sample when using a quantitative pcr test. Considering the dilution and claimed sensitivity of the pcr test, the sample is likely negative or has a titer of less than ca. 20 iu/ml. The second patient sample was also provided for investigation. Investigations of both samples determined hbeag, hbsag, and anti-hbs were non-reactive or non-detectable. Anti-hbc was found reactive in both samples. Isolated detection of anti-hbc can occur. A general reagent issue can be excluded. Based on the investigation, the hbsag results for both samples were not found to be falsely negative. The hbsag reagent performed within specifications. Single false negative results can occur based on the sensitivity of the assay. The hbsag result for the first patient is assumed to be correctly negative. Further investigations (pcr testing) of the second patient sample could not be performed due to limited sample volume.